Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found a clogged nozzle. Furthermore, the following additional issues were identified during inspection: distal end plastic complete video had multiple dents, the objective lens has a chip, the light guide lens has old glue, the image has excessive black dots and over saturation, there is a cut on switch 3, minor dents on the insertion tube, minor scratches ad chemical damage on the control body, low angulation, control knob play, and peeling of the scope connector label, the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera ii gastrointestinal videoscope exhibited air/water flow issues. The issue was found during preparation for use for a diagnostic, colonoscopy. The intended procedure was completed by manually flushing for the duration of the procedure. There were no reports of patient harm or impact associated with this event. During testing and inspection of the device, the nozzle was found to be clogged with foreign matter, which had been attributed to insufficient cleaning.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information:updated fields: b5.

Event description:
The device was processed before being sent out. No foreign material was used other than endoscopy equipment. The user inspected the device before use and saw that air and water were being aspirated but the doctor determined that it was not enough to continue the procedure. The device was appropriately pre-cleaned. The accessories were thoroughly checked before and after the problem was found by the technician. The scope was promptly cleaned after the procedure. The scope was thoroughly rinsed before manual cleaning. The scope was properly connected to the aer. The scope was flushed with mh-948

Manufacturer narrative:
Correction: h3 was inadvertently omitted from the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no deformation where the foreign matter remained and there were no obvious deviations in reprocessing. The detection method is described in the instruction manual evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection and prevention measures are described in the instruction manual evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.